Event description:
Guidant received info that the implantable cardioverter defibrillator (ICD) had a status of mol1 (middle of life) 73 mos post implant. Two mos later the device could not be interrogated. The device was explanted. A new ICD was successfully implanted.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had a status of mol1 (middle of life) 73 months post implant. Two months later the device could not be interrogated. The device was explanted. A new ICD was successfully implanted.